Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found that the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. An in-house mcs tip accessory was installed on the instrument without issue. The in-house mcs tip did not fall off. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The in-house mcs tip did not fall off the instrument during the testing on the in-house system. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have scratch marks on the tube adapter and a stuck sheath coextrusion on the tube adapter.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors instrument was found to have a missing tip. It was not used on the patient. The procedure was completed with no reported injury, using a back-up instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when inspected prior to use, the missing tip was noted prior to the start of surgery while putting on the scissor cover. The instrument was not used in the patient. The procedure was completed using another instrument with no patient harm.